Manufacturer narrative:
Bead block was reported to have been used in the treatment of this patient. Bead block is not indicated to treat duodenal ulcers. MFR analysis: a batch record review was performed and the review concluded that all processes were carried out in accordance to the device master record (B)(4) and no discrepancies, failures or abnormalities were present during the manufacturing and primary packaging processes of lot s10849 that had an impact on the batch product quality. The company reporting and medical assessments concluded that the complaint was considered to be serious and medically reportable. The potential contributory factors were investigated and assessed as part of this complaint. One possible root cause has been identified but this is related to the patient's hospitalization and not treatment with beadblock. No capas have been identified as a result of this complaint, the investigation is summarized within this report, no further investigations are required. This report does not change the established risk: benefit profile for the product. This event was originally considered medically reportable as the initial information was interpreted to mean this was a liver embolic procedure complicated by an upper gi bleed, but that was not the case. While the patient suffered severe harm, there is no evidence that these events were attributed to bead block - they are the type of events that can complicate the hospitalization of the upper gi bleed, based on this the event would probably be not medically reportable, considering the change in medical assessment due to clarification of medical events this follow up information is being reported. As such, no additional risk to patients or users outside those expected for the device or drug has been identified relating to this complaint. No device failure, trend in a type of incident or unexpected risk to patient or users health, has been identified given the root cause analysis. No device failure, trend in a type of incident or unexpected risk to patient or users health, has been identified given the root cause analysis. Therefore; no field safety corrective action or product recall.

Event description:
This is a follow up report providing the manufacturer analysis and investigation. Initial information was provided previously as follows: information received from the physician via the company distributor on (B)(6)2015, clarified that the bead block was used to treat a bleeding duodenal ulcer and was not the diagnosis in this case. On an unknown date the patient received bead block 700 - 900 um (lot number: s10849) for bleeding gastroduodenal ulcer. The reporter stated that the particles went into gastroduodenal artery (after some coils to protect more peripheral vessels) for a bleeding duodenal ulcer. On an unknown date, about two days following the procedure the patient became unwell in an unexpected way and the patient developed pain in the left of her pelvis and her left leg swelled up (not the side used for the angiogram) with severe pain. The physician stated that her transient symptoms are unexplained and does not attribute them as complication of bead block.

Event description:
Initial information was reported from the user facility via the company distributor on (B)(6) 2015. The patient's medical history and concomitant medication were unknown. On an unknown date the patient received head block (procedure details not available). On an unknown date, about two days following the procedure she became unwell in an unexpected way and the patient developed pain in the left of her pelvis and her left leg swelled up (not the side used for the angiogram) with severe pain. Her lower abdomen then became more generally painful and oedematous too and the patient had pyrexia. The patient's crp was 300 (the reporter felt this can happen with embolization procedure alone) and white cell count and serum amylase concentration were normal. CT showed oedema, and no venous thrombosis. There was no CT abnormality and there were no symptoms in the area that was embolized. The patient was diagnosed with bleeding gastroduodenal ulcer. The reporter stated that "it is probably unrelated but when a new treatment is followed by an inexplicable development one wonders about a connection." The reporter stated that the particles went into the gastroduodenal artery (after some coils to protect more peripheral vessels) for a bleeding duodenal ulcer to occur.

Manufacturer narrative:
The device has not been sent to the manufacturer for evaluation. A review of the batch record for lot s10849 was performed and it was concluded that all processes were carried out in accordance to the device master record and no discrepancies, failures or abnormalities were present during the manufacturing and primary packaging processes of lot s10849 that had an impact on the batch product quality. Based on the new information received by the company distributor, the company has re-assessed the case information and an updated medical assessment was provided which concluded that the bleeding gi ulcer was not a complication of the use of bead block, but rather that bead block was used to treat an already-present bleeding gi ulcer. The adverse event reported was development of unilateral pelvic pain, fever and leg swelling on the same side. This was not the side used for angiography access. Dvt was ruled out by CT and no other abnormalities were identified on the CT. The cause of the symptoms is not clear. This event is currently under investigation by the manufacturer and the conclusions of this investigation, any new info received will be communicated as a f/u report.

Event description:
Information received from the physician via the company distributor on april 2, 2015, clarified that the bead block was used to treat a bleeding duodenal ulcer and was not the diagnosis in this case. The patient's medical history and concomitant medication were unknown. On an unknown date the patient received bead block 700 - 900 um (lot number: s10849) for bleeding gastroduodenal ulcer. The reporter stated that the particles went into gastroduodenal artery (after some coils to protect more peripheral vessels) for a bleeding duodenal ulcer. On an unknown date, about two days following the procedure the patient became unwell in an unexpected way and the patient developed pain in the left of her pelvis and her left leg swelled up (not the side used for the angiogram) with severe pain. Her lower abdomen then became more generally painful and oedematous too and the had pyrexia. The patient's crp was 300 (the reporter felt this can happen with embolization procedure alone) and white cell count and serum amylase concentration were normal. CT showed oedema, and no venous thrombosis. There was no CT abnormality and there were no symptoms in the area that was embolized. The reporter stated that "it is probably unrelated but when a new treatment is followed by an inexplicable development one wonders about a connection".

Manufacturer narrative:
Bead block is not indicated to treat duodenal ulcers. The device has not been sent to the manufacturer for evaluation. A review of the batch record for lot s10849 was performed and it was concluded that all processes were carried out in accordance to the device master record and no discrepancies, failures or abnormalities were present during the manufacturing and primary packaging processes of lot s10849 that had an impact on the batch product quality. The company medical assessment stated that the patient underwent a bead block embolization procedure to treat a massive upper gi bleed due to a bleeding gi ulcer; subsequently her hospital course was complicated by swelling of her left leg and left side of her abdomen that was diagnosed as cellulitis. Her hospital course was further complicated by renal failure, hyponatremia, blood pressure liability and e.coli sepsis; ultimately she recovered from all the events. This event was originally considered medically reportable as the initial information was interpreted to mean this was a liver embolic procedure complicated by an upper gi bleed, but that was not the case. While the patient suffered severe harm, there is no evidence that these events were attributed to bead e block - they are the type of events that can complicate the hospitalization of the upper gi bleed, based on this the event would probably be not medically reportable, considering the change in medical assessment due to clarification of medical events this follow up information is being reported.

Event description:
Additional information was received from the physician via the distributor on (B)(6) 2015. The patient's past history and co-morbidities include ckd iiib, iga nephropathy, progressive proteinuria (2.5 g/day), stable stage 3b ckd, controlled bp. Renal biopsy ((B)(6) 2012) mesangioproliferative showed iga nephropathy, patchy tubular atrophy, interstitial fibrosis and mild arterial hyalinosis. Churg-strauss vasculitis (1999), type 2 diabetes mellitus (>20 yrs) - on oral hypoglycaemics and insulin, osteoporosis, osteoarthritis with canal stenosis c7 radiculopathy, hypertension, gord symptoms, hyponatraemia, oesophageal ulcer (diagnosis (B)(6) 2014). It was reported that the patient visited a rheumatology department in (B)(6). The patient had a long stay in the hospital after an upper gi bleed complicated by sepsis, metabolic acidosis requiring dialysis and then a rehab stay. The patient was discharged after two and half month hospital admission and was diagnosed with ugi bleed, e coli sepsis, severe left leg cellulitis, hyponatraemia and labile blood pressure. The patient was doing well at home after her discharge but does feel weak and lethargic at times. The patient recovered from the events. The physician stated that her transient symptoms are unexplained and does not attribute them as complication of bead block.

Manufacturer narrative:
(B)(4). Bead block was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: the patient underwent a bead-block procedure (exact procedure information not currently available). Subsequently, she developed a bleeding gastroduodenal ulcer that was felt due to ectopic placement of beads in the gastroduodenal artery. She also developed fever, pain and swelling in her left pelvis for which no aetiology has been established to date. Further follow up is necessary. This event is medically reportable. This event is currently under investigation by the manufacturer and the conclusions of this investigation/any new information received will be communicated as a follow-up report.